Manufacturer narrative:
Investigation results: no difficulties were encountered during blood collection and each tube appeared to exhibit proper fill during the venipuncture procedure. The blood in the incident and control lot tubes demonstrated comparable clot formation. Each tube from the incident and control lot was fully clotted prior to the allotted thirty minute clotting time. After centrifugation, proper and complete gel barrier formation was noted in the incident and control lot tubes evaluated. The serum was of acceptable quality and there was no hemolysis, fibrin, oil/gel globules or gel fragments observed within the serum of the incident or control lot tubes collected. This complaint is not confirmed with regards to poor barrier separation. Conclusion (summary): not confirmed. One customer sample was evaluated during this clinical investigation. The customer and control lot samples performed as expected and no product issues were observed during the clinical investigation. This is the third complaint reported with regards to this lot number. This incident and lot number will be monitored for future occurrences. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor barrier separation) mode because the defect was not evident in the testing of the incident lot sample.

Event description:
It was reported that the customer was experiencing poor barrier separation when using the bd vacutainer® sst¿ ii advance blood collection tubes. No injury or medical intervention reported.

Manufacturer narrative:
PMA / 510(k)# is corrected to n/a.